Event description:
It was reported that, during the colon resection, the device fired malformed staples. The procedure was completed with a like device. There was no adverse consequence to the pt.

Manufacturer narrative:
Info was not provided by the affiliate. Info anticipated, but unavailable at this time.